Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 385 mg/dl then they went to 479 mg/dl as well as 431 mg/dl. Customer¿s current blood glucose level was 335 mg/dl. Customer declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.